Event description:
It was reported that the patient was presented in clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited high lead impedance. The lead also exhibited noise with pocket manipulation. On (B)(6) 2014, a pocket revision was performed and the lead remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.